Event description:
Pt is a 52-yr-old white female, gravida 1 para 1, status post bilateral subglandular implantation of h/s bilumens for augmentation in 78. Post-op lt hematoma requiring drainage. Found saline leak bilaterally. Lt encapsulated, increased firmness, more in lt, pain more in lt. Pt complains of morning stiffness, rt side decreasing in size, myalgias, paresthesias, spasms, swelling, fatigue, sleep disturbances, uri's, hot flashes, night sweats, headaches, visual disturbances, dizziness, memory loss, sicca, rashes, sensitivity to cold/sun and chemicals, sob, plapitations, choking sensation and gi/gu/menstrual disturbances. Otherwise healthy.